Event description:
The report co received from co's affiliate indicated that, approximately one month after the index procedure the pt returned for a scheduled pci of the distal rca. The physician conducted an angiography on the previously implanted cypher and found that there was thrombus in the stent and proximal to it. Aspiration and a balloon angioplasty were conducted to treat the thrombus. The procedure was completed. The pt was discharged two days later on aspirin, ticlopidine, candesartan cilexetil, fluvastatin sodium and nateglinide. Per the physician, the probable cause of the late thrombosis was because the pt was not properly taking the ticlipidine hydrochloride as directed.